Event description:
It was reported that during the removal of the abutment, the implant came out. The implant lost integration.

Event description:
It was reported that during the removal of the abutment, the implant came out. The implant lost integration.